Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During efforts to collect parts and get an older model central up and running, the customer identified that the central was displaying evidence of visual alarms but no audio was occurring. No patient harm was reported.